Event description:
It was reported that the patient experienced "syncope, fell and blacked out" resulting in a head injury which required sutures. The patient was treated at the hospital and the device was reprogrammed. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4074 x 2 implantable pacing leads 2006 (B)(6). (B)(4).